Event description:
Customer reports experiencing continued pain following device implant in 2005. The patient was seen by her gynecologist on multiple occasions. The physician excised a portion of the initial wound incision, cleansed and reclosed the site.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of seven medwatch reports being submitted as seven separate devices/events were reported. See 2210968-2007-00002, 2210968-2007-00114, 2210968-2007-00115, 2210968-2007-00116, 2210968-2007-00117, 2210968-2007-00118, and 2110968-2007-00119 for the other medwatch reports. The same patient is represented in each medwatch.